Manufacturer narrative:
Additional information received on july 3rd 2019: during the revision surgery the 12 mm inlay has been changed with the 14 mm inlay.

Manufacturer narrative:
Batch review performed on 14 jun 2019: lot 121963: (B)(4) items manufactured and released on 06-sep-2012. Expiration date: 2017-07-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold with one similar reported event.

Event description:
On (B)(4) 2019 we were informed of a revision surgery performed after 6 years and 7 months (on (B)(6) 2019) after the primary due to knee instability. The surgeon performed a poly swap and the surgery was completed successfully.